Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedances measuring above 200 ohms. Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This system remains in service additional information was received indicating that this right ventricular (rv) lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedances measuring above 200 ohms. Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This system remains in service